Event description:
It was reported by customer prior to use that cardiosave intra-aortic balloon pump (iabp) unit was constantly alarming and had a black screen. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: initial reporter: (B)(6).

Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(4). Updated fields - b4, d9, e1(initial reporter), e3, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. The failure analysis and testing dept. Received the following parts associated with this 0040-00-0456(kit), 0670-00-0781, 0670-00-0841, 0012-00-1787. Parts were received with a reported failure of a constant alarm and a blank screen. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the unit has blank screen and also fails to boot up. Root cause is impossible to define. This revision is obsolete and cannot be tested by the supplier. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. At. A getinge field service engineer (fse) replaced video generator board issue still remain, replaced upper display assembly issue resolved, return unit to customer for use. Customer had screen issue, replace touchscreen (0160-00-0123), replace 9 volt battery,replace upper seal, return unit to customer for use. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.